Event description:
Boston scientific received information that during a routine follow up visit, this device was found to be at beginning of life (bol) with a magnet rate of 90 bpm and a longevity of 0.5 years remaining. A replacement procedure was scheduled. At the replacement procedure, the physician questioned why the device indicators were in disaccord. Premature battery depletion (pbd) was not suspected. No adverse patient effects were reported. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed and inspected. The device was interrogated and noted to have a magnet rate of 90 and the gas gauge indicator was pointing to just above elective replacement indicator (eri). The average charge time being used by the device to determine battery status was confirmed to be accurate. Review of device history did not identify any resets that would have resulted in the reported misalignment of battery indicators. It was noted that this device recorded 40 anti-tachycardia response (atr) episodes during the 24 hours prior to the reprogramming that occurred on (B)(6) 2012, (likely the date of the reported follow-up appointment). The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the reported clinical observations and laboratory analysis, we theorize that this device recorded an inaccurate battery charge time measurement which resulted in indication of bol via the gas gauge. One factor that may have contributed to this inaccurate reading is atr mode switches. These can cause invalid charge time measurements in the device. Invalid charge time measurements may have caused the programmer to command a battery charge time measurement at initial interrogation during the follow-up visit. If the result was "0", this would have resulted in the gas gauge indicating bol. The device passed all laboratory testing; however, may have exhibited an invalid charge time measurement in the field as a result of atr mode switches, causing misalignment of battery status indicators.